Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient woke up at 2:00am, went to the bathroom and passed out. The patient¿s father heard the patient fall and rushed to the rest room. He immediately provided the patient with juice and checked the continuous glucose monitor (cgm) that was reading 85 mg/dl. He checked the patient¿s bg with a meter and it was reading 40 mg/dl. The patient was in an out of consciousness, so the patient¿s father called the paramedics. When they paramedics arrived, they provided the patient with auto-glucose and performed a finger stick reading. The patient¿s bg was displaying 54 mg/dl and the patient was taken to the hospital for observation. The patient was released after 4 hours when he was in stable condition. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.